Event description:
It was reported that the procedure was to treat a lesion in the om. The anatomy was extremely difficult. Two stents were placed in the mid and proximal lesions. A 2.0/08 minivision was advanced and attempted to pass through the proximal stent (contrary to IFU), but it got caught on the stent. As the attempt was made to retract the sds, the stent dislodged, part in the cx and part in the om. An attempt was made to remove the stent, but was unsuccessful; therefore, the stent was compressed against the vessel wall at that location. No pt effects were reported.